Event description:
It was reported that during an abdominal perineal resection procedure, the surgeon was not able to close the instrument jaws; therefore it was not possible to coagulate and cut. The surgeon also stated that there was a problem with the activation button. After releasing the button, the instrument was still active, the sound did not stop. He tried to press the activation button, but there was no reaction. Sound was still very audible. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good condition but with depressions in the cable. No wires were exposed. The device underwent a CT scan and then was functionally tested with a gen11. The CT scan showed no defects and no wire damage during functional testing, the device performed as intended. The jaws opened and closed. The device did not activate on its own during functional testing. No noises were heard.